Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach and the patient had a tear on the esophageal wall. After firing of the capsule and the delivery system has been removed, the capsule failed to attach on the esophageal wall and the capsule went to the patient's stomach.there was no intervention required, and another capsule was used to repeat the procedure on the same day. The patient was not overly sedated, but the anesthesia was unable to control the patient well and the patient got irritated by the procedure. Patient was moving during vacuum suction applied and even the firing procedure. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule. The patient was prepped for the procedure and was under anesthesia.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach and the patient had a tear on the esophageal wall. After firing of the capsule and the delivery system has been removed, the capsule failed to attach on the esophageal wall and so found missing. There was no intervention required, and a repeat procedure was needed. The anesthesia was not able to well control the patient and made the patient fell asleep. Patient was moving during vacuum suction applied and even the firing procedure. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule. The patient was prepped for the procedure and was under anesthesia.